Event description:
Patient was revised to address a femoral fracture just below the stem, and stem loosening at the cement/implant interface. Competitor cement was used at the time of original implant. It was reported that the patient fell.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address a femoral fracture just below the stem, and stem loosening at the cement/implant interface. Competitor cement was used at the time of original implant. It was reported that the patient fell. Doi (B)(6) 2012 - dor (B)(6) 2012 (hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. An x-ray was obtained with the complaint confirming the femoral fracture. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. There is no evidence, within the information provided, suggesting failure of the device. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.